Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the device went into back-up mode and could not be programmed.